Event description:
It was reported to the manufacturer, by facility, while transferring a resident from the bed to a chair, the cradle snapped off. Per facility, the resident was about 6 inches from the chair and fell into it. One of the aides caught the cradle and prevented it from hitting the resident. The aide sustained a contusion and low back pain. Further investigation revealed that the serial number of the scale was the subject of an earlier recall z-0921-2007. Manufacturer confirmed recall documents were sent. The responsible party did not perform recall activities.

Manufacturer narrative:
(B)(4). The scale manufacturer is integrated measurement systems, (B)(4). Joerns is sending report to lift manufacturer. Joerns is sending report to scale manufacturer.